Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'under infusion' which could not be reproduced during evaluation. The device was tested for flow accuracy and the device delivered within range. The event history log (ehl) review was performed. The customer did not report event parameters or an event occurrence date, however a review of the last days of customer use was completed. The last infusion programmed by the customer noted it was programmed for a primary and secondary infusion and the history log revealed no system errors and no excessive alarms. The reported condition was not verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an issue when infusing medication . It was infusing however the full amount was not delivered. The medication being infused at that time was clindamycin. The medication was brought to room temperature prior to the infusion. The volume to be infused (vtbi) was 100 ml with a flow rate of 200 ml/hr. The dose was 424 mg. This was a secondary infusion which was set at the proper height. The primary infusion seemed to be infusing at the correct rate. There were drips observed in both drip chambers of the sets connected to be infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.